Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and was advised to continue using it. Caller was instructed to call back if the malfunction recurs, and they acknowledged and understood the instructions.